Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the case and header and dents in the case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited oversensing of noise causing pauses in pacing. The patient was pacemaker dependent and symptomatic. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noise causing pauses in pacing. The patient was pacemaker dependent and symptomatic. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.